Event description:
A customer is alleging that the device is showing values of 33-34deg celsius, which are incorrect for human body temperature. The customer provided this feedback to the retailer selling the product. No injury was reported.